Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had been taking warfarin and their international normalized ratio (inr) was therapeutic on the day of the implant. The trans-septal puncture was performed and the watchman access system (was) was inserted into the patient. It was noticed that there was a large clot in the right side of the heart near the septum attached to the was. Heparin had been administered and the activated clotting time (act) measured 399 seconds. The clot was aspirated out. The was was removed and a new was was used to continue the procedure. A watchman laa closure device was successfully implanted in the patient. There were no patient complications and the patient has since been discharged from the hospital.